Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after first use of a teflon infusion set, with blood glucose rising overnight and then trending down during a call; the user suspected possible tubing kinking during sleep and noted abdominal scar tissue that can complicate infusion placement, and they were counseled on alternate infusion sites and agreed to monitor and change the site if glucose did not continue to decline. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information to identify a device component implicated or to confirm a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.